Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a laparoscopic abdominal ventral hernia, with four hernias identified along the anterior abdominal wall. It was reported that after implant, the patient experienced multiple recurrences, bulge, intra-abdominal abscess, extensive adhesions, mesh broke free and retracted laterally (suspected to have torn free due to poor wound healing capabilities), open wound, infection, edema, abdominal pain, vomiting, diarrhea, right-lower-quadrant tenderness, mesenteric inflammation, and thickened bowel loops. Treatment provided for these conditions included exploratory laparotomy, small bowel resection for an inflamed jejunum, reduction of ventral hernia, evacuation of intra-abdominal abscess, lysis of adhesions, revision of mesh, resection of small bowel, repair of hernia with mesh, serosal repair, duodenal repair with graham patch, gastrojejunostomy tube placement, skin only closure with retentions, left femoral a-line placement, and placement of a vacuum assisted closure device. The device was used with proceed surgical mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal ventral hernia, with four hernias identified along the anterior abdominal wall. Adhesions were noted during the procedure. It was reported that after implant, the patient experienced multiple recurrences, intra-abdominal abscess, extensive adhesions, abdominal pain, vomiting, diarrhea, right-lower-quadrant tenderness, mesenteric inflammation, and thickened bowel loops. Treatment provided for these conditions included exploratory laparotomy and small bowel resection for an inflamed jejunum in (B)(6) 2009. The patient also required an exploratory laparotomy, reduction of ventral hernia, evacuation of intra-abdominal abscess, lysis of adhesions, revision of mesh, resection of small bowel, and placement of a vacuum assisted closure device in (B)(6) 2011.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a laparoscopic abdominal ventral hernia, with four hernias identified along the anterior abdominal wall. It was reported that after implant, the patient experienced multiple recurrences, bulge, intra-abdominal abscess, extensive adhesions, mesh broke free and retracted laterally (suspected to have torn free due to poor wound healing capabilities), open wound, infection, edema, abdominal pain, vomiting, diarrhea, right-lower-quadrant tenderness, mesenteric inflammation, pain, seroma, mesh tearing, contracture and thickened bowel loops. Treatment provided for these conditions included exploratory laparotomy, small bowel resection for an inflamed jejunum, reduction of ventral hernia, evacuation of intra-abdominal abscess, lysis of adhesions, revision of mesh, resection of small bowel, repair of hernia with mesh, serosal repair, duodenal repair with graham patch, gastrojejunostomy tube placement, skin only closure with retentions, left femoral a-line placement, wound vac and placement of a vacuum assisted closure device. The device was used with proceed surgical mesh.

Manufacturer narrative:
Additional info: b5, e1 (facility name, street 1, city, region, postal code), g1 (manufacturer name, MFR contact first name, last name, street 1, MFR city, region, country code, postal code, email, phone number), g3, h6 h6 patient codes: e2402 (contracture, thickened bowel loops) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a laparoscopic abdominal ventral hernia, with four hernias identified along the anterior abdominal wall. It was reported that after implant, the patient experienced multiple recurrences, intra-abdominal abscess, extensive adhesions, mesh broke free and retracted laterally, open wound, infection, edema, abdominal pain, vomiting, diarrhea, right-lower-quadrant tenderness, mesenteric inflammation, and thickened bowel loops. Treatment provided for these conditions included exploratory laparotomy, small bowel resection for an inflamed jejunum, r eduction of ventral hernia, evacuation of intra-abdominal abscess, lysis of adhesions, revision of mesh, resection of small bowel, repair of hernia with mesh, serosal repair, duodenal repair with graham patch, gastrojejunostomy tube placement, skin only closure with retentions, left femoral a-line placement, and placement of a vacuum assisted closure device. The device was used with proceed surgical mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.